Event description:
The plaintiff, alleges that while working as a surgical technician and thereafter as an rn that the plaintiff regularly came into contact with latex-containing gloves and as a result has suffered physical injury and damage, including, but not limited to, severe and irreversible type-1 latex allergy, which is believed to be permanent and life-threatening. Finally the plaintiff alleges that the plaintiff has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent.